Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿inflammation at the injection site¿ and "firm nodules, swelling, redness and tenderness in all of the areas that were injected¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration an itching. Postmarket surveillance juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported injecting a patient in the cheeks with 2 syringes of juvéderm voluma® xc, in the lip with 1 syringe of juvéderm volbella® xc, and in the nasolabial folds with 1 syringe of juvéderm® ultra xc on unspecified dates. At an unspecified time later, the patient had a sinus infection. A week after the sinus infection, the patient developed firm nodules, swelling, redness and tenderness in all of the areas that were injected approximately a year post-injection. The physician later reported at an unspecified time that the patient's symptoms are getting worse. At an unspecified time later, the patient was treated by a doctor with steroids, antibiotics, hyaluronidase, 5-fu, kenalog, and 4 treatments of vitrase approximately 1-3 weeks apart. Symptoms are ongoing. This record represents the 2 syringes of juvéderm voluma® xc. This is the same event and the same patient reported under MDR ID's # 3005113652-2018-00494 (allergan complaint #(B)(4)) and # 3005113652-2018-00495 (allergan complaint #(B)(4)).this is the first MDR submitted for the first suspected product, juvéderm voluma® xc.